Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: expiration date and h4: manufacture date are unknown; no lot number has been provided. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that saline solution could not be injected into the device during the pre-test before the patient.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D4 - lot #, expiration date, primary UDI number: updated. D9 - date returned to mfg: 9/15/2025. H3 and h6 codes - updated. One unused device was returned for investigation. The devices were visually inspected and there were no physical damage or other anomalies observed. During functional testing, an occlusion was observed, and priming was unsuccessful. The occlusion area was observed at the tubing-needle junction point, and a solvent membrane was observed within the needle lumen. The customer reported complaint of an occlusion can be confirmed. The probable cause is due to errant solvent applied at the tubing-needle bond.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.